Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - lens explanted. H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5 12.6, -14.5/3.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Low vault with rotation was observed, the lens was repositioned on (B)(6) 2023, but did not resolve the problem. Lens remain implanted. Cause of the event is reported as other, device did not fail to perform as intended, small size lens with rotation and changing astigmatism. Additional information has been requested but none has been forthcoming.